Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error and motion sensor test failure. The drive support cap is recessed and the insulin pump was not exposed to a magnetic field. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal, and a motor position encoder error alarm was confirmed in the history file. Unable to confirm the motor error alarms due to the motion sensor alarms. The pump was received with a cracked reservoir tube lip.